Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred after an infusion set site change. The customer's blood glucose (bg) level was 270mg/dl and a manual injection was administered to address the bg level. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.